Event description:
It was reported the device exhibited blockage alarm sounds. Patient involvement is unknown.

Manufacturer narrative:
Other text: g5: 510k is unknown. One device was received for evaluation. Visual inspection found no damage. The device's event history log was reviewed and found no events in september. Functional tests were conducted. Upon testing, the reported problem was not able to be duplicated. The downstream occlusion (dso) sensor was recalibrated as a preventative measure. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.